Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had vpmr out of range. There was no patient involvement.

Event description:
It was reported that the device had vpmr out of range. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported event of the pump module failing rate calibration and vpmr being out of range was confirmed and replicated during laboratory testing. ¿ the internal inspection found the bezel with date code 03/17 (march 2017), the bezel was of the plastic material fr-110 that is under a recall (recall: mms-21-4400) that was released in june of 2021. ¿ alaris system maintenance (asm) preventative maintenance (pm) testing was performed on the suspect pump module. The pm rate accuracy showed the device being out of specification. ¿ asm rate calibration showed the device being out of calibration. ¿ a second rate accuracy test was performed using a known good dchu lab bezel assembly showed the device passed the test with a 4.9% error. ¿ the alaris system user manual (v12.3) provides information for devices that are dropped or severely jarred. It also informs that inspection for damage is required before each usage. ¿ bd released recall mms-21-4400 in june of 2021 that informed facilities about pump modules that were manufactured between april of 2011 to june of 2017 with the plastic material fr-110 having the potential to separate at the bezel posts. ¿ external inspection showed no obvious anomalies. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported event of the pump module failing rate calibration and vpmr being out of range was confirmed and replicated during laboratory testing. The internal inspection found the bezel with date code 03/17 (march 2017), the bezel was of the plastic material fr-110 that is under a recall (recall: mms-21-4400) that was released in june of 2021. Alaris system maintenance (asm) preventative maintenance (pm) testing was performed on the suspect pump module. The pm rate accuracy showed the device being out of specification. Asm rate calibration showed the device being out of calibration. A second-rate accuracy test was performed using a known good dchu lab bezel assembly showed the device passed the test with a 4.9% error. The alaris system user manual (v12.3) provides information for devices that are dropped or severely jarred. It also informs that inspection for damage is required before each usage. Bd released recall mms-21-4400 in june of 2021 that informed facilities about pump modules that were manufactured between april of 2011 to june of 2017 with the plastic material fr-110 having the potential to separate at the bezel posts. External inspection showed no obvious anomalies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had vpmr out of range. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported event of the pump module failing rate calibration and vpmr being out of range was confirmed and replicated during laboratory testing.the internal inspection found the bezel with date code 03/17 (march 2017), the bezel was of the plastic material fr-110 that is under a recall (recall: mms-21-4400) that was released in june of 2021. Alaris system maintenance (asm) preventative maintenance (pm) testing was performed on the suspect pump module. The pm rate accuracy showed the device being out of specification. Asm rate calibration showed the device being out of calibration. A second rate accuracy test was performed using a known good dchu lab bezel assembly showed the device passed the test with a 4.9% error. The alaris system user manual (v12.3) provides information for devices that are dropped or severely jarred. It also informs that inspection for damage is required before each usage. Bd released recall mms-21-4400 in june of 2021 that informed facilities about pump modules that were manufactured between april of 2011 to june of 2017 with the plastic material fr-110 having the potential to separate at the bezel posts. External inspection showed no obvious anomalies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had vpmr out of range. There was no patient involvement.